Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results from the cobas integra 400 plus analyzer. Patient 1 initial potassium result was 6.44 mmol/l and initial sodium result was 164 mmol/l. These results were reported outside of the laboratory. The patient was given a hydration infusion, felt low pressure and felt like passing out. The doctor requested the laboratory repeat the sample. The repeat potassium result was 4.60 mmol/l and repeat sodium result was 139 mmol/l. These results were considered normal and the patient was released. Patient 2 (male, (B)(6)): the initial result was 6.45 mmol/l and was reported outside of the laboratory. The doctor asked for repeat testing and the result was 3.64 mmol/l. There was no allegation of an adverse event. The electrode lot numbers and expiration date were requested but were not provided. The field service representative checked the analyzer and ran precision testing that was acceptable. The customer had no further issues.